Event description:
A zoll distributor returned electrode belt sn (B)(4) and reported that the electrode belt failed incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the cable connecting the distribution node to the rear therapy electrodes was pulled form the strain relief, damaging wires. The root cause for the strained cable could not be positively identified but was likely excessive force. No adverse event resulted from the strained cable.